Event description:
Voluntary medwatch #260001-2005-0002. It was reported that three days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented to the ER with chest pain. A cardiolyte stress test showed mild discomfort with injection of adenosine. The pt was brought to the cath lab the next day for an elective procedure. Access was obtained through the right femoral artery (rfa). The angiogram revealed a 70% lad lesion proximal to previously placed stent. The physician placed a taxus express2 3.0x12mm drug eluting stent in the proximal ald. The stent balloon was inflated twice to 9 atm's for 30 seconds and 12 atm's for 40 seconds. An angioseal was used for a closure device. The pt received heparin, versed, fentanyl and integrilin during the procedure. An integrilin drip was started at the end of the procedure. Three days later, the pt returned to the hosp ER with crushing chest pain and evidence of acute anterior wall mi. They were brought emergently to the cath lab for possible placement of an intra aoritic balloon pump (iabp). The pt was transported monitored and with a 100% non-rebreather mask. The pt had complaints of chest pain rating a 10 out of 10 which continued for about the next 10 minutes. Access was again obtained thorugh the rfa. Left and right coronary artery angiography was performed as well as left ventricular angiography. A 7.5fr. 40cc iabp balloon was placed. Blood was drawn for a type and cross and the pt was emergently transferred to the operating room. The pt received heparin, versed and fentanyl during the procedure. No further info has been provided about pt's status. Additional info has been requested.